Manufacturer narrative:
Device was used for treatment, not diagnosis. Unknown part number for the class iii device (pro-disc implant). UDI # unknown part number, UDI is unavailable. This report is for unknown pdc implant - unknown lot number. Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a (prodisc-c clinical study) prodisc-c clinical study patient ID (B)(6) presented the following potential adverse events (ae's) during the week 6 visit on (B)(6) 2007: neuro deterioration: motor noted as abnormal and adverse event of weakness left tricep. The patient began experiencing neck/arm pain less than a year prior to surgery. The patient was implanted with at prodisc-c large 5mm implant (B)(6) 2007 at level c6-c7. The operative time took 187 minutes and 150cc blood was lost. Antibiotics were administered intra-operatively during the surgery. There were no complications during the procedure. There were no complications noted at discharge. During the week 6 visit on (B)(6) 2007, the patient presented the following potential aes: neuro deterioration: motor noted as abnormal and adverse event of weakness left tricep. On (B)(6) 2007, it was reported that 1 day postoperatively the patient had difficulty swallowing (dysphagia). The severity was listed as mild. No action was required. Course of action: will follow up at next interval visit. The current state of event is resolved. The ae was computed on (B)(6) 2007. The patient was subsequently seen again on (B)(6) 2007, for his interval visit, at which time the ae was resolved. On (B)(6) 2007 it was reported that 1 day postoperatively the patient had numbness cephalad to his incision (numbness non-index level related). There was no action required. Course of action: will follow up. The current state of the event is resolved. On (B)(6) 2007, it was reported that 41 days postoperatively the patient had weakness in the left tricep (neurological). The severity of the event was mild. No action was required. The course of action was to follow up. The current state of the event is resolved. On (B)(6) 2009, it was reported that 244 days postoperatively the patient had right low back pain. The severity of the event was moderate. There was no action required. Course of action: patient takes ibuprofen on an as needed basis; patient to start an at home exercise program, MRI has been requested- however patient has not had this done. The current state of the event is ongoing. On (B)(6) 2009 it was reported that 851 days postoperatively the patient had right shoulder pain. The severity of the event was moderate. There was no action required. Course of action: patient takes advil on an as needed basis; patient referred to a shoulder specialist. The current state of event is resolved-the patient will follow up with a shoulder physician. It was reported on (B)(6) 2011 that 1457 days postoperatively the patient was diagnosed with labyrinthitis (loss of balance, hearing loss, headaches, dizziness, and weakness). The action required was home/office care. Course of action: patient was seen in the ER. He was given valium and benadryl; patient was sent home with prednisone, which he has now completed. The current state of event is ongoing - patient is under the care of another physician for this. On (B)(6) 2014 it was reported that 2420 days postoperatively the patient had left bicep tendinopathy. There was no action required. Course of action: patient taking aleve as needed. The current state of event is ongoing - patient will contact the office if symptoms do not improve. This report is 1 of 1 for (B)(4) unknown prodisc-c implant.

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. There is no indication that this device may have caused or contributed to the reported adverse event of labyrinthisis. Upon clinical review, it has been determined there is no clear association between the reported labyrinthisis and the pdc device. This does not meet the criteria for an MDR reportable event. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. There is no indication that this device may have caused or contributed to the reported adverse event of labyrinthisis. Upon clinical review, it has been determined there is no clear association between the reported labyrinthisis and the pdc device. This does not meet the criteria for an MDR reportable event.